Event description:
It was reported that the patient experienced inappropriate shocks due to a right ventricular lead fracture and oversensing. The lead was explanted. During the lead replacement procedure, a lead was attempted but not used because it was difficult to implant and then appeared kinked. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Concomitant product : 383059 lead implanted 2006-(B)(6). (B)(4).